Manufacturer narrative:
The reported events wound dehiscence and infection(unknown onset) are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection, wound problems.

Event description:
Healthcare provider reported via nbir a left side "infection" and "wound problems." The device has been explanted.